Event description:
Patient received her scs system, including ipg on (B)(6) 2007. The patient reported she is no longer has stimulation, and received an error code when trying to communicate with the patient programmer. Follow up provided information that the patient is waiting for authorization for an ipg replacement. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.